Event description:
Patient lawyer is claiming against depuy because of migration of the hip stem.as per revision report implant migrated a distance of about 4 cm. Additionally CT pre-revision showed a fissure at trochanter major area, but no fracture in direction of stem.

Manufacturer narrative:
Examination of the returned product confirmed the reported event. A search of the complaint database did not show any other reports against the product and lot combination. A review of the device history report did not reveal any anomalies regarding the reported event against the product and lot combination. The investigation could not draw any conclusions about the reported event: however, in reviewing of the x-rays it was noted that osteointegration of the stem did not take place leading to the subsidence of the stem. This could be explained by the poor bone quality produced by a previous nail. Based on the investigation findings, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.